Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of guide wire unraveling could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the wire unraveled when it was pulled from the patient. The physician states that at no point during the procedure did she retract the wire against the bevel of the needle and there was no point where the wire could have been sheared. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The actual lot number is unknown. However, potential lot number for the customer is reported as (B)(4). The device sample was discarded by the user facility.

Event description:
The customer alleges that the wire unraveled when it was pulled from the patient. The physician states that at no point during the procedure did she retract the wire against the bevel of the needle and there was no point where the wire could have been sheared. No patient injury or consequence.